Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Approximately 7 or 8 months after knee surgery (2013) the patient started experiencing pain and aches ( constant pain and achey stabbing feeling). Patient had a bone scan done which revealed separation. Patient was on vicodin for pain. Right knee (B)(6) 2016: update as per medical records provided indicated that the patient was revised due to loosening.

Manufacturer narrative:
An event regarding loosening involving simplex bone cement was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: review of medical records by a consulting clinician indicated: "on (B)(6) 2014 a revision of the right total knee arthroplasty was performed involving the femoral and tibial component and a primary resurfacing of the patella was performed for a diagnosis of aseptic loosening right total knee arthroplasty component. The operative report describes the use of a tourniquet. It further notes, ¿femoral component grossly loose and removed ¿ frozen section negative for infection ¿ tibial component some loosening on medial side with some erosion of the bone. On (B)(6) 2014 an ap and lateral and patellar view of the right showed ¿increased lucency surrounding femoral component ¿ consistent with loosening ¿ tibial component appears stable.¿ based upon review of the two hospital admissions there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." Device history review: not performed as a lot was not provided. Complaint history review: not performed as a lot was not provided. Conclusions: based off the medical review, femoral and tibial loosening is confirmed however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as examination of the explanted components and medical records confirming symptoms are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened and re-evaluated.

Event description:
Approximately 7 or 8 months after knee surgery (2013) the patient started experiencing pain and aches ( constant pain and achy stabbing feeling). Patient had a bone scan done which revealed separation. Patient was on vicodin for pain. Right knee. Received 10/27/2016: update as per medical records provided indicated that the patient was revised due to loosening.